Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history part:07.702.016s lot:4e53710 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date: 02 may 2024 expiration date: 01 may 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a bkp performed on (B)(6) 2025. During the cement mixing process, when the lid of the powder container was opened, the inner and outer lids were completely separated and damaged, and the container was opened with only the inner lid remaining. The inner lid was attempted to be removed but would not be removed. A spare cement kit was opened and used in the surgery. The surgery was completed successfully with no surgical delay. No further information is available.